Manufacturer narrative:
Of the 15 originally reported malfunctions, 6 were reassessed for reportability and determined to be reportable, as a serious injury, and were reported under emdrs 2020394-2019-03315, 2020394-2019-04052, 2020394-2019-03890, 2020394-2021-80001,2020394-2021-80179 and the remaining malfunction will be reported under emdr 1746528. The lot number was provided for 3 out of 9 malfunctions, therefore, a lot history reviews were performed. The devices were not returned for evaluation; however medical records were provided and reviewed for four malfunctions. Images are provided and reviewed for two malfunctions. Medical records were not provided for five malfunctions and the investigation is inconclusive for the alleged perforation as there is no objective evidence has been provided. Two malfunctions are confirmed for filter perforation. The investigation for one malfunctions is confirmed for filter perforation but unconfirmed for filter tilt. The remaining malfunction is confirmed for alleged filter perforation, retrieval difficulties; however inconclusive for tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot number: (gfui2722) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes nine malfunctions. A review of the reported information indicated that model ec500f vena cava filter experienced filter perforation. These reports were received from various sources. All nine events involved patients with no patient consequences. Of the nine reported malfunctions, three were male and two are female. Four patients ages were ranged from 42 to 70 years old and three patients weights ranged 91 to 191 kgs. Age, weight, and gender for the remaining patients were not provided.

Manufacturer narrative:
H10: of the 15 originally reported malfunctions, 9 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdrs 2020394-2019-03315, 2020394-2019-04052, 2020394-2019-03890, 2020394-2021-80001,2020394-2021-80179, 2020394-2021-80418, 2020394-2019-00364, 2020394-2021-80405, and 2020394-2021-80295. H10: the lot numbers were provided for 4 out of six malfunctions, therefore, a lot history reviews were performed. The devices were not returned for evaluation; however medical records were provided and reviewed for all six malfunctions. Images are provided and reviewed for two malfunctions. For three malfunctions, the investigation is confirmed for perforation of the inferior vena cava. For one malfunction, investigation is inconclusive for perforation of the inferior vena cava. For one malfunction, the investigation is confirmed for filter perforation of the inferior vena cava wall; however, the investigation is unconfirmed for filter tilt. For one malfunction, the investigation is confirmed for the perforation of the inferior vena cava and retrieval difficulties; however, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4(corporate lot number: (gfvd4133, gfui2722). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model ec500f vena cava filter experienced filter perforation. These reports were received from various sources. All six malfunctions involved patients with no patient consequences. Of the six patients, five patients' ages were reported to be between 42 to 70 years and four patients¿ weight were reported to be between 209 to 421 lbs, four patients were reported as male, and two patients were reported as female. All other patient details were not provided.

Event description:
This report summarizes fifteen malfunction events. A review of the events indicated that model ec500f vena cava filter experienced a patient device interaction problem. These reports were received from various sources. All fifteen events involved patients with no patient consequences. Two patients are male, in which one is 42 years old and weighs 131 kgs. Age, weight, and gender for the remaining patients was not provided.

Manufacturer narrative:
H10: the lot number for the device was not provided for fourteen of the fifteen reported events; therefore, a manufacturing review could not be performed. One of the fifteen events provided a lot number and a manufacturing review will be performed. The devices have not been returned for evaluation; however, medical records and images were provided for review for one file. The company is currently investigating this issue. H10: of the 15 reported malfunctions, 3 were reassessed for reportability and determined to be reportable, as a serious injury, and were reported under emdrs 2020394-2019-03315, 2020394-2019-04052, and 2020394-2019-03890. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 15 originally reported malfunctions, 3 were reassessed for reportability and determined to be reportable, as a serious injury, and were reported under emdrs 2020394-2019-03315, 2020394-2019-04052, and 2020394-2019-03890. H10: of the 12 remaining malfunctions, 1 lot number was provided, and a lot history review was performed. The devices have not been returned for evaluation; however, medical records and images for one file were provided. The investigation confirmed for perforation and was unconfirmed for tilt. For the remaining malfunctions, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency. For 1 malfunction trending code 1528 - difficult to remove was added. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11: b5, h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twelve malfunctions. A review of the events indicated that model ec500f vena cava filter experienced a patient device interaction problem. These reports were received from various sources. All twelve events involved patients with no patient consequences. Two patients are male, of which one is 42 years old and weighs 131 kgs. Age, weight, and gender for the remaining patients was not provided.

Manufacturer narrative:
H10: of the 15 originally reported malfunctions, 4 were reassessed for reportability and determined to be reportable, as a serious injury, and were reported under emdrs 2020394-2019-03315, 2020394-2019-04052, 2020394-2019-03890 and 2020394-2021-80001. H10: of the 11 remaining malfunctions, two lot numbers were provided, and a lot history reviews were performed. The devices have not been returned for evaluation; however, medical records for five files and image for one file were provided. The investigation confirmed for perforation and was unconfirmed for tilt. For the remaining malfunctions, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency. For one malfunction difficult to remove was added. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the events indicated that model ec500f vena cava filter experienced a patient device interaction problem. These reports were received from various sources. All eleven events involved patients with no patient consequences. Two patients are male and one was a female, of which one is 42 years old and weighs 131 kgs and another female aged 67 years. Age, weight, and gender for the remaining patients was not provided.

Manufacturer narrative:
The lot number for the device was not provided for fourteen of the fifteen reported events; therefore, a manufacturing review could not be performed. One of the fifteen events provided a lot number and a manufacturing review will be performed. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes fifteen malfunction events. A review of the events indicated that model ec500f vena cava filter experienced a patient device interaction problem. These reports were received from various sources. All fifteen events involved patients with no patient consequences. Age and weight were not provided for any of the patients. Of the reported patients, one was male and all other genders were not provided.